Event description:
Hosp ER personnel were pacing a pt connected to the device with disposable defibrillation/ECG electrodes and 3-lead ECG electrodes. Later, according to the reporter, the pt's ECG went into a shockable rhythm, the device was charged but woudn't transfer energy. The reporter indicated this opinion was based on a lack of a discharge transfer sound from the device and the lack of the expected pt skeletal muscle response to a shock. A backup device was called for, the defib pads disconnected from the therapy cable then reconnected to the backup device's therapy cable and the pt successfully shocked and resuscitated.